Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low glucose event indicated by a continuous glucose monitor with readings in the 60¿70 mg/dl range and symptoms after which the user self-treated orally and prepared to eat; no device malfunction details were available and the device component involved could not be determined. Symptoms included hypoglycemia with dizziness. Outcomes included the need for unexpected medication intervention in the form of oral glucose and the event met criteria for a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.